Manufacturer narrative:
The company rep replaced the central station. After the new central was installed, the system was tested to factory specifications. It functioned normally and was returned to use. The original central was returned to the factory for eval. The error logs suggested a problem with the video card. The video card is being replaced.

Event description:
The customer reported that while the central station was in use monitoring pts along with passport 2's and telepacks, the central station displayed the error message "windows has detected an error" and stopped monitoring all pts. No pt injury was reported.